Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The device will not be returned for analysis as it was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Event was reported as a result of a clinical study. Identifying information concerning patient and hospital were withheld as a condition of the study. Initial reporter occupation ¿ clinical research coordinator.

Event description:
It was reported the patient experienced post-operative mediastinal hemorrhage with tamponade following the implantation of sternal fixation plates. The patient had a redo sternotomy with re-exploration of mediastinum with evacuation of clot and washout. No additional patient consequences have been reported.

Event description:
Further assessment of the event determined that the adverse event was unrelated to the device and no malfunction was alleged to have occurred. Therefore, there is no indication of a reportable event at this time.